Event description:
It was reported that shortly after the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the patient had received two inappropriate shocks which appeared to be due to air entrapment at an incision. The device was reprogrammed to primary vector to mitigate further inappropriate shocks. Approximately three years later the patient had received an additional inappropriate shock while programmed to primary vector. The system was explanted and successfully replaced with a cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that shortly after the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the patient had received two inappropriate shocks which appeared to be due to air entrapment at an incision. The device was reprogrammed to primary vector to mitigate further inappropriate shocks. Approximately three years later the patient had received an additional inappropriate shock while programmed to primary vector. The system was explanted and successfully replaced with a cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.